Event description:
It was reported that there was a patient with a suspected anastomotic leak following a colorectal procedure. The patient was taken back to the theatre on day 4 for a defunctioning ileotomy. Primary procedure was on the 18th. Secondary procedure was on the 21st. The patient did not get admitted to the ICU.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: ¿ were there any issues experienced with the device in the initial surgical procedure? From the surgeon no, successful use .¿ what healthcare professional fired the device and what is his/her experience with the device? Yes. ¿ where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Within range. ¿ were there any issues with device use/firing? No. ¿ what confirmation was received that the device completed the firing sequence? Green tick. ¿ was the green checkmark visible at the end of the firing? Yes. ¿ was there any difficulty removing the device? No. ¿ was a complete transection of the white breakaway washer visually confirmed? Yes. ¿ were the donuts inspected? If so, please describe. Yes, good donuts. ¿ were there any issues noted with staple formation? If so, please describe the shape and location. ¿ how many days postoperative did the leak occur? Day 3. ¿ how was the leak identified? Bloods and scan. ¿ how was the leak addressed? Defunctioned ileostomy. ¿ most current patient status ". This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 01/12/2023. Additional information received: "date of colorectal procedure: (B)(6) 2022. Back to hospital for defunctioning ileostomy: (B)(6) 2022 ".